Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, needle filter blunt fill 18x1, adverse event infection with no product malfunction. 5 occurrences. The following was provided by the initial reporter: it was reported that the confirmation of uqlity requested. Five cases of severe infection were reported associated with the use of the same lot. It is not certain whether this is a lot related issue, as compounded antiseptics were also used and the manufacturer have been already contacted. It is believed it may be a possible dosage or handling error by other professionals, but would like confirmation, as the physicians are considering switching the medication lot as a precaution.